Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) but the lens tore/broke. The lens was removed with no reported injury. A shorter lens was implanted on (B)(6) 2015 but it also tore - see MFR report (B)(4) for the exchanged lens.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Evaluation codes: method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim#: (B)(4).